Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the health professional that there is leakage of spinal fluid at the connection point at the stopcock which does not seal properly. Per email: both of these lot numbers have been pulled from x-ray. When the pressure gage is connected to the tubing from the spinal needle and the spinal fluid begins to flow, it drips from the connection point at the stopcock onto the floor exposing everyone to spinal fluid. This does create patient harm due to loss of pressure for an accurate spinal fluid pressure reading. So the physicians are not receiving accurate information. Therefore this may affect the treatment for the patient. We do have a tray with this last lot number. We continue to have additional lots where the tube does not seal when placed in the stop cock. Lot# 0001415850 is having the same problem.

Event description:
Material no.: 4301c. Batch no.: 0001415850. It was reported by the health professional that there is leakage of spinal fluid at the connection point at the stopcock which does not seal properly. Per email: both of these lot numbers have been pulled from x-ray. When the pressure gage is connected to the tubing from the spinal needle and the spinal fluid begins to flow, it drips from the connection point at the stopcock onto the floor exposing everyone to spinal fluid. This does create patient harm due to loss of pressure for an accurate spinal fluid pressure reading. So the physicians are not receiving accurate information. Therefore this may affect the treatment for the patient. We do have a tray with this last lot number. We continue to have additional lots where the tube does not seal when placed in the stop cock. Lot# 0001415850 is having the same problem.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. During inspection simulated leakage test performed and confirmed the reported failure mode (leakage/ mating issue). A review of the internal manufacturing device record and raw material history files for the reported lot number 0001415850 was performed, no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, most likely the root cause of this incident is manufacturing related. A corrective action project was opened to further investigate these defects. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.